Event description:
It was reported that loss of capture and sensing occurred. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.